Event description:
Patient fell and tore her left patella ligament, changing stresses in the knee. Surgeon saw there was wear on the implant also, so he explanted the original insert, fixed the ligament, trailed and implanted a new 3d insert.